Manufacturer narrative:
Additional information received from the local field representative indicated that the patient has not presented to the device clinic since the episode was reported. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. Boston scientific technical services (ts) reviewed data available from the device that confirmed there were no abnormal lead measurements. The presenting electrogram (egm) indicates the device is operating as programmed. There were device markers that indicated atrial and ventricular sensing. The pacing percentages indicate the patient is 59% atrial paced and 1% ventricular paced. Pacing threshold measurements have not been evaluated to confirm appropriate capture. The patient had recently been in an atrial tachy response (atr) episode, however the episode did not correspond to the timing of the syncopal event.